Event description:
During review of the in-house programming/diagnostic history database, it was observed that on office visit on (B)(6) 2013 the patient's settings were different than what were programmed at the previous office visit on (B)(6) 2005. The settings found were indicative of a faulted diagnostic test; however, there is no information available as to when the faulted diagnostic test occurred. It is likely that there is missing programming history. No patient adverse events were reported.

Manufacturer narrative:
Analysis of programming history.